Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the display boards of the fifty six faulty large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.

Event description:
It was reported that allegedly the display boards of the fifty six faulty large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action